Event description:
Per the audiologist, the pt reported his hearing has declined over the past yrs. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with abnormal electrode results. The pt's device was explanted nine months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.